Event description:
The sales rep, s. T., was present during surgery. The sales rep reported that the surgical fellow, (B)(6), was performing an exeter / trident primary hip replacement procedure on a male patient who is approximately (B)(6). The consultant orthopaedic surgeon, (B)(6), was overseeing the procedure. The sales rep reported that the surgeon had cut the head of the femur, reamed out the acetabulum, inserted the definitive shell and inserted the insert trial. The sales rep reported that at this point (less than 20 minutes into the procedure) the patient went into cardiac arrest. The sales rep reported that the surgical fellow had closed the wound with the insert trial still in situ, before defibrillating the patient. The sales rep reported that she had left the theatre prior to the patient being defibrillated. The sales rep reported that she had spoken with the surgical fellow shortly afterwards who confirmed that the patient was resuscitated. The sales rep added that the theatre staff had decided not to proceed any further with the surgery as the patient's condition was considered to be too unstable and that the procedure would be completed within a week's time depending on the patient's condition (no date has been set at this stage). At this stage, the sales rep confirmed that the insert trial remains in situ and that the surgical fellow believes that this event may be linked to the administration of the anaesthetic, although this is to be confirmed. Additional information received from sales rep on (B)(6) 2013: "I have just spoke with the operating surgeon from this case. The patient was re-operated on today so he no longer has the trial insert in and he is doing fine."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.